Event description:
The customer reported the volumes reading double in the display. The device continued to ventilate however the patient was removed from the device and put on another vent. No patient harm reported.